Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not received by the manufacturer at the time of this report. A verification of failure mode reported in the current manufacturing process was conducted as follows: 120 samples were taken from the current production, the cuff from the samples were inflated and left for four hours, after this time all samples were still fully inflated. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted. No update is required. It is necessary to receive the device sample to perform a proper and thorough investigation to confirm the alleged defect reported, determine a root cause, and any corresponding corrective actions. Customer complaint cannot be confirmed. Root cause is unknown. Corrective actions cannot be established. If the device sample becomes available at a later date this report will be updated accordingly.

Event description:
Customer complaint alleges "before using the tube on the patient, they reported that the big balloon did not get pumped and the small balloon jumped." Alleged event reported as detected prior to patient use during inspection/functional testing.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that there is a big hole in the white pilot balloon. This would prevent the white balloon from inflating. No other defects or anomalies were observed. An attempt was made to inflate and deflate the blue balloon cuff on the returned et tube. The white balloon cuff was not tested due to the big hole in the pilot balloon. A lab inventory syringe was filled with air. Then the syringe was connected to the blue pilot balloon. Using hand pressure, air was injected thorough the valve. Upon injection of air, the blue balloon cuff was able to properly inflate. The balloon was also able to deflate with no issues. The instructions for use (IFU) for this product was reviewed as a part of this complaint investigation. The IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "inflation difficulties" was confirmed based upon the sample received. The returned et tube was found to have a hole in the white pilot balloon which prevented it from being able to inflate. The blue balloons, however, were able to properly inflate and deflate. A DHR review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges "before using the tube on the patient, they reported that the big balloon did not get pumped and the small balloon jumped." Alleged event reported as detected prior to patient use during inspection/functional testing.